Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the lancet remained stuck in his finger; medical attention was not necessary. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).